Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a study pt underwent a yag laser capsulotomy to remove posterior capsule opacification (pco) and experienced cystoid macula edema. In a f/u, the surgeon reported the pt also experienced a reduction of visual acuity and the pt was treated with medications. In his opinion, the device did not cause/contribute to the event and it is expected to resolve with treatment.